Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; damage. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery for the following purpose: repair of mesh. On (B)(6) 2019 the patient underwent further surgery for the following purpose: removal of mesh.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.